Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component and the rail of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Upon functional testing the stapler was fired once in the air and 13 times in the skin pad. The staple misfired once in the skin pad by releasing an unformed staple. The device was disassembled and die casting anomalies on the forming tool were also discovered. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. A device history record review was performed, and no relevant findings were identified. Lot was released on 08/24/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, it was revealed that no staples remained in the cover block indicating that at least 35 staples were fired by the customer. The stapler was received with a partially formed staple loaded at the front of the device. The trigger was returned engaged. No clear sign of use in the form of biological material were present on the device. Upon functional testing the stapler was fired once in the air and 13 times in the skin pad. The staple misfired once in the skin pad by releasing an unformed staple. The device was disassembled and die casting anomalies on the forming tool were also discovered. The bottom component and rail of the complaint sample was observed to be positioned incorrectly after the misfire. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. A device history record review was performed, and no relevant findings were identified. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit of 528235 visis tat 35w 6/box for investigation. Upon functional testing the stapler was fired once in the air and 13 times in the skin pad. The staple misfired once in the skin pad by releasing an unformed staple. The device was disassembled and die casting anomalies on the forming tool were also discovered. The bottom component and rail of the complaint sample was observed to be positioned incorrectly after the misfire. Die casting anomalies were discovered on the forming tool. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.